Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a cranial resection. It was reported that intra-operatively, a scan from the imaging system was obtain as the patient's registration. The scan was merged with site's t1 magnetic resonance imaging (MRI). The MRI had the protocol of 1.2 slice thickness and 0.6 spacing. The surgeon alleged that the merge was inaccurate. Manual mode and then refined with auto-mode was performed. The site loaded a navigation system protocol exam, 1.2 slice thickness with 1.2 spacing. Manual merge and the auto-merge were performed, and the merge accuracy was optimal. Since the original plan was on the t1 exam with the spacing of 0.6, the site changed the reference exam to the t1 no spacing and merged with the imaging system scan. The merge was not optimal so the site went back to the imaging system scan as the reference exam for the merge. The procedure was completed using the navigation system and there was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the mr1 did not align with any of the three imaging system scans automatically. Technical services (ts) was able to manually move the MRI to align with all three of the imaging system scans, then auto-merge and they aligned appropriately. The MRI was the reference exam. The process was repeated with each of the imaging systems scans as the reference with the same results.